Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd july 2025, it was reported by a distributor via email that for an ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tig ertape® loop suture (white/black), the swivelock screw was unable to be inserted into the tibia after repeatedly tapping step in acl reconstruction back up fixation case. The screw thread was damaged and could not be implanted. This was detected during use in an acl reconstruction procedure on (B)(6) 2025. The procedure was completed successfully as an additional swivelock was used.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has concluded a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device during insertion.